Event description:
Facility reported a blood leak in the dialyzer, visible blood in the dialyzer. Treatment stopped, dialyzer changed and then treatment reinitiated and completed without further incident. Estimated blood loss 100cc. The sample is available for eval.